Event description:
It was reported that this right ventricular (rv) lead was scheduled for a revision procedure as it showed signs of oversensing without pacing inhibition, high impedance values and noisy signals. X-ray imaging showed a likely fracture near the clavicle. A revision procedure was scheduled tentatively for several months in the future as the patient is undergoing treatment for cancer and is not a good candidate for surgery. Pacing is available via a unipolar configuration. This device remains in service with additional monitoring. No additional adverse patient effects were reported.